Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was difficult to inflate and deflate during pretest. Per follow up information received via ibc on 27oct2021, the issue was not resolved. It was unknown whether the balloon was damaged or not.

Event description:
It was reported that the foley catheter was difficult to inflate and deflate during pretest. Per follow up information received via ibc on 27oct2021, the issue was not resolved. It was unknown whether the balloon was damaged or not.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for patient treatment or diagnosis. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the balloon would not inflate. The balloon was dissected to find that the inflation notch was incompletely perforated as it was only an imprint of a punch, which would also cause a failure to deflate. This does not meet the specification "verify that the eye punches are complete and notch according to the applicable drawing." The outline of the notch punch was measured (0.064") and found to be within specification (min 0.025"). CAPA 4855225 is still in the investigation phase and the root cause for this event is still pending but will be placed within this CAPA once determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: the labeling review was not required as the complaint was addressed by existing CAPA. The actual/suspected device was inspected.